Event description:
Complainant alleged that during biomed testing the device displayed "bridge short" message while attempting 30 joule self test. Complainant indicated that there was no pt involvmenet in the reported malfunction.